Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height sub drawer 2.1 had failed and confirmed failure during hardware test application testing with no detection on the communication bus. A field service engineer (fse) removed cubies and identified tray b position as a possible cause, inspected cables and controller components, and confirmed all appeared intact while noting irregularity at the drawer board despite no visible damage and normal indicator status. The fse replaced the tray at b position after shutdown, reboot, and firmware update, but the issue persisted. Then the fse removed the bad cubie pockets and confirmed that the bus was detected. The fse verified partial drawer response during final testing, confirmed all cabling was in good condition, noted prior backup battery replacement, ensured proper installation of rear bumper and network connections, and replaced the keyboard cover before completion. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was opened but not detecting cubies on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.